Manufacturer narrative:
Correction to serial number (B)(6). No fault found. Upon receipt it was identified that the device had the latest software version available for a 2011 manufactured 300p. An attempt to reprogram this device would have resulted in the user being alerted, as per the reported issue. This would not have prevented the AED from delivery shocking therapy. During further communications the customer advised that the device was unavailable for use during a patient involved event on the (B)(6) 2020. Information from the history log showed that the device had performed successful weekly auto self-tests up to the (B)(6) 2019, prior to logging a low battery fail on the (B)(6)2019. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status led. There were no further log entries until the (B)(6)2020. The AED would therefore have been displaying a flashing red status indicator and failure chirp on the date of the reported sca. Had a fresh pad-pak been installed, the device would have been able to delivery shock therapy, as demonstrated during the investigation. The device performed to specification throughout testing at heartsine. No fault was found on the AED that would have led to a low battery fail. The battery monitoring functionality and pogo pins were verified during the investigation. The device was temperature cycled from 0-50°c with the returned pad-pak installed, while performing a self-test every 20 minutes for 48 hours. Throughout this stress testing, consistent voltages were logged, and no fault could be identified. Given that prior to the low battery fail, the recorded voltage had been decreasing consistently with a naturally depleting pad-pak, and no fault found on the AED, the investigation can only suggest that the device had been unavailable for use due to a genuinely depleted/ expired pad-pak. No pad-pak was returned for investigation. This device shall by retained by heartsine as per complaint handling procedure.

Event description:
When we attempted to perform the software update it stated unable to do so and to contact the manufacturer . There was no patient involved in this event further investigation established that the device was unavailable for use during sca. Patient died (B)(6) 2020.

Event description:
When we attempted to perform the software update it stated unable to do so and to contact the manufacturer . There was no patient involved in this event.